Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was no oxygenation through the oxygenator, as evidenced by poor blood gas values. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully with a delay.